Event description:
It was reported, that the camera head had a flickering image. The issue was found during an unknown diagnostic procedure and it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is due to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.